Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The allegations were not confirmed.

Event description:
Boston scientific received information that this pacemaker exhibited low, out-of-range (oor) right ventricular pacing lead impedances of less than 200 ohms. There was also noise present that was being oversensed which resulted to pacing inhibition and less than 2 seconds of asystole. The cause of these observations were not determined. The patient underwent a surgical revision procedure where it was noted that both right atrial (ra) and rv lead were compromised. The physician chose to replace the entire system to minimize the need for additional intervention. The pacemaker was explanted and was returned for analysis. No additional adverse patient effects were reported.